Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep would be returning the pump. No further complications were anticipated/reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) product type catheter product ID 8780 lot# serial# (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient was overdosed during the past two refill appointments. It was reported that the patient experienced an immediate reaction as soon as the needle was pulled from the pump and medication had gotten into her skin. It was noted that the patient couldn't walk, her mouth and lips got swollen, the patient felt sever burning and the pump site turned red. The healthcare provider (hcp) stuck the patient 6-8 times while trying to access the pump port and all of the medication was unable to be removed (1cc was taken out and he was supposed to get 3 cc's). No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) product type catheter product ID 8780 serial# (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that for the past couple years the patient will sometimes become sedated post refill. It was reported that a dye study was performed and no issues were found. It was noted that the hcp might be taking some of the medication out of the pump. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that during a pump refill appointment the hcp thought that the needle was in the pump reservoir fill port but that they aspirated 2cc of bloody fluid when they were expecting 3.9cc of fluid. They were then unable to fill the pump with drug. The caller stated that it could be possible that air was in the reservoir; he inquired about the next steps. The caller was redirected to follow up with the hcp. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis found no device problem. The catheter was returned and analysis found user related damage to the catheter connector. Additional concomitant medical products: product ID 8780, (B)(4), product type catheter. If information is provided in the future, a supplemental report will be issued.